Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# 977a260, product type: lead.

Event description:
Information received from a manufacturer representative reported that the patient&#62688;lead was explanted due to migration. The manufacturer representative stated that the physician decided to keep their implantable neurostimulator (ins) implanted with the header block plugged. It was reported that the physician would implant a new lead at a later date. It was noted that the issue occurred two days prior to the date of this report. No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.